Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed and found broken ceramic head (insulation beak). Based on the results of the investigation, the most likely cause is some kind of excessive force. The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the failure could not be determined. The definitive root cause of poor distal end could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resection sheath had poor distal end. The issue occurred at reprocessing. There were no reports of patient involvement.